Manufacturer narrative:
The reported event that lag screw adapter omega plus ti was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much mechanical force during lag screw insertion. The device inspection revealed the following: it is clearly visible that the inner threaded part of the lag screw adapter is indeed broken off. Unfortunately we had not been provided with sufficient detailed information in order to determine the exact cause for the reported breakage. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. Unfortunately the broken fragment is still stuck in the lag screw and remained insitu. Lag screw insertion. Select a lag screw of the appropriate length and assemble it to the lag screw adapter. Join the lag screw inserter assembly to the lag screw adapter assembly. Insert the lag screw in the bone over the guide pin.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During omega surgery, the thread part of the lag screw adapter broke when the surgeon was inserting the lag screw. The thread part was remaind to the end of the lag screw, the surgery was finished.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During omega surgery, the thread part of the lag screw adapter broke when the surgeon was inserting the lag screw. The thread part was remaind to the end of the lag screw, the surgery was finished.